Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that the previously capped ra lead remains capped.